Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a piece of plastic was noted in the abdomen. The plastic was removed, and it was noted also that the inside corner of the jaw was broken.